Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues were observed. Read sensor patch using patch reader. Sensor was found to be in state 5 (normal termination). Visual inspection was performed on sensor plug. Sensor plug was seated correctly and no issues were observed with the sensor plug assembly. Performed sim-vivo testing and the result obtained was within specification. No product deficiency was identified.

Event description:
Customer reported his adc freestyle libre sensor displayed a ¿scan again in 10¿ message which prevented him from getting a result. Customer further reported that on (B)(6) 2017 at 3:00 pm he became hypoglycemic and lost consciousness. Customer¿s wife administered a glucagon injection and then gave him sugar and cookies to ingest. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in MFR date is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor displayed a ¿scan again in 10¿ message which prevented him from getting a result. Customer further reported that on (B)(6) 2017 at 3:00 pm he became hypoglycemic and lost consciousness. Customer¿s wife administered a glucagon injection and then gave him sugar and cookies to ingest. No further treatment was required. There was no report of death or permanent injury associated with this event.